Event description:
It was reported a patient experienced peritonitis coincident to peritoneal dialysis (pd) therapy. Exact cause of peritonitis was unknown; however it was reported the patient's face mask may not have provided sufficient protection against contamination. Treatment and outcome were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.